Event description:
On an unknown date, an unknown sized amplatzer occluder was implanted. On an unknown date, the occluder was explanted due to a severe allergic reaction. The patient was reported to have been discharged from the hospital. Additional information was requested, however was unable to be obtained.

Manufacturer narrative:
An event of a severe allergic reaction to the device and device explant was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On an unknown date, an unknown sized amplatzer occluder was implanted. On an unknown date, the occluder was explanted due to a severe allergic reaction. The patient was reported to have been discharged from the hospital. Additional information was requested and is pending.